Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant air in line alarms, which were not reproduced. The alarms were confirmed during a review of the device event history log and evaluation found continuity on the upstream sensor flex tail pins. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.